Event description:
Edwards received information that a patient with a 21mm 2900j aortic pericardial valve underwent a valve-in-valve procedure due to aortic stenosis secondary to structural valve deterioration. A 23mm sapien3 was implanted in replacement. The device was originally implanted for aortic valve replacement to correct severe aortic stenosis approximately thirteen (13) years and eleven (11) months ago. The patient status was reported as "under treatment".

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis. The root cause of this event cannot be conclusively determined with the available information. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per physician, surgical valve did not prematurely fail.